Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of huzk0707 showed no other similar product complaint(s) from this lot number.

Event description:
Per ms&s, facility contact reported that a patient has what allergist believes may be an allergic reaction to a hickman catheter. No other information has been provided but has been requested. No patient injury reported.